Manufacturer narrative:
Additional information has been requested but at this time, no further details have been provided by the customer. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported an issue with an unknown enteral feeding pump set where it caused problems leading up to her mother's death. On (B)(6) 2021 cardinal health sent out a medical device correction letter regarding the kangaroo enteral feed pumping sets. The purpose of this communication was to advise customers of the potential for air appearing in the enteral feed pumping set tubing during set-up. Although there was limited information provided by the customer regarding the specific issue relating to the pump / pump set, this complaint will be filed as the reportable malfunction of air in the line with a pump set since it was in response to the communication sent out to customers. Additional information was provided by the patient¿s daughter where she stated that surgery was performed on her mother to put in a bypass because her intestine was blocked. The next day after they put the bypass in, she was sent home with the help of her family. The patient¿s spouse was given instructions to smash her medications and administer them through the tube. The first-time medications were administered, the tube plugged-up and the patient was brought to the hospital where the doctors and nurses could not unplug the tube as well. At this point, the patient was moved to a long-term care facility where she was put on hospice care.